Event description:
The facility reports the sling clip broke away from the hoist, letting the patient's leg from the sling and the patient to almost fall from the sling. Two nurses supported the patient as they lowered patient to the ground. No injuries were reported.